Event description:
I have been having breathing problems and just found out that my CPAP had been recalled a year and half ago. I had already suspicioned the CPAP as the problem. FDA safety report ID #(B)(4).